Event description:
It was reported that during the procedure, the guidewire was failed to advance in the left ventricular (lv) lead. The lv lead was replaced and the procedure continued with the new lead on (B)(6) 2023. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of ¿guide wire cannot pass through¿ the lead was confirmed. As received, a complete lead without a guidewire was returned in one piece for analysis. The s-curve hump height was measured within specification. A guidewire could not be fully inserted inside the lead due to dried blood/tissue found clogged inside the inner coil. The cause of the reported event was isolated to the inner coil clogged with dried blood/tissue. Visual and x-ray inspections of the lead did not find any anomalies.